Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 550 mg/dl at the time of incident and the current blood glucose of the patient is 326 mg/dl. The customer also report the different blood glucose were 289 mg/dl, 489 mg/dl and 407 mg/dl. The customer was treated with manual injection. Customer report customer does not allege pump was under delivering. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. The customer did not provide details regarding symptoms of high blood glucose. Troubleshooting was performed. The insulin pump will not be return for analysis.